Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to pain, mechanical symptoms and wear through or dislodgement of the polyethylene insert. Severe metallosis and corrosion at the neck body taper was found. (Right). Additional information received from litigation on (B)(6) 2017: updated dob, implant information, hospital and provider information.